Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose over 600 mg/dl, with unspecified ketones but no other symptoms. No unusual treatment was required. During troubleshooting it was determined that the basal history does not match active basal program. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: during investigation, the black box for (B)(6) 2017 was not available. The basal history for (B)(6) 2017 appears to be inaccurate due to the pump being manually suspended and manually resumed. The last basal delivery was on (B)(6) 2017. Prior to event date on (B)(6) 2017 a "replace battery alarm" was recorded; the next primed was recorded on (B)(6) 2017. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. The total daily dose (tdd) added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. There were no errors, alarms or delivery interruptions during the testing. Unable to duplicate the complaint. (B)(4).